Event description:
Healthcare professional reported right side "patient underwent breast reconstruction on the right side for previous breast cancer [not device related]. The patient experienced an infection, hematoma, and bruising around the breast. This was noted to be a weight loss patient." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "infection".